Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left circumflex artery. Predilatation was performed several times with a 2.5x10mm non bsc balloon catheter and it was stuck. After multiple attempts, the balloon catheter was removed but with difficulty. A 32 x 2.50mm promus premier¿ stent was advanced with vibration but the lesion was severe, so it failed to cross the lesion. The physician tried to remove the sds but the stent got dislodged at the proximal part of the lesion so the physician deployed the stent using a 2.75x10mm non bsc balloon. The stent has slightly covered the left main trunk region. The procedure was completed with this device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the procedure, myocardial infarction occurred. The lesion was type c, severely bent located in the highly calcified left anterior descending artery (lad)and obtuse marginal (om). Two unspecified guide wire was advanced into the left anterior descending artery (lad) and left circumflex artery (lcx). A 1.2-6, 1.5-10, 2.0-8, 2.0-15, 2.25mm unspecified balloon catheters were used for pre dilation. The physician attempted to withdraw the device but it was noted that the stent strut was stuck in the calcification. The procedure was completed by deployment of 2 non bsc stents in left main trunk (lmt) to left anterior descending artery (lad) and utilized balloon technique. The patient was stable and eventually discharged.